Event description:
Reporter indicated that system diagnostic testing at office visit resulted in high lead impedance reading indicating a possible lead break. X-rays reviewed by manufacturer revealed an obvious lead discontinuity in the ncp system. Revision surgery is pending. No serious injury was reported.

Manufacturer narrative:
H6 device malfunction is suspected but did not cause or contribute to a death or serious injury. X-rays were reviewed by manufacturer. Review of x-rays by manufacturer revealed an obvious discontinuity in the ncp system.